Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 53 mg/dl. The customer was experiencing a sensor anomaly, stated blood glucose levels have been as high as 386 mg/dl and low as 53 mg/dl. Customer declined to troubleshoot for low blood glucose stating she went to the doctor for assistance.

Manufacturer narrative:
The aware date provided with the initial report was incorrect. The correct information has been provided with this report.